Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report has been filed under MFR 0002648920-2025-00030.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report has been filed under MFR 0002648920-2025-00030. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient began to experience pain and reduced mobility. Approximately seven (7) years and eight (8) months post-implantation, the patient underwent revision surgery where it was revealed that the tibial component had loosened. All available information has been reported.

Manufacturer narrative:
This report is being submitted to relay additional information. D10: medical product: femoral component precoat size h right compatible with lps-flex prolong: catalog#00596001852, lot#ni; unknown articular surface: catalog#ni, lot#ni g2: foreign: ireland. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) d10: medical product: unknown nexgen femoral component: catalog#ni, lot#ni unknown articular surface: catalog#ni, lot#ni g2: foreign: united kingdom the product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately nine (9) years post-implantation, it was reported that the patient began to experience pain and reduced mobility. Diagnostic imaging exhibiting loosening of the tibial component. A revision surgery is pending. It was reported that no further information is available.